Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically using the instrument to enlarge the surgical site. Directions for use dfu-0242 apollo probe. E. Precautions: 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9831 apollorf i90s faceplate was peeling back. This occurred during a shoulder arthroscopy procedure where another ar-9831 was used to complete the case.